Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s atrial lead was mirroring the ventricular lead. On home monitoring the patient was seen to be having noise events that could possibly be emi or external influence since there is noise occurring on both atrial and the ventricular lead. The patient was called into clinic and no noise was created during isometrics. The device was reprogrammed. The patient does not pace very much in atrial or ventricular chambers and will continue to be monitored remotely. The patient is not symptomatic to these events.